Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg site was superficial to the skin and tender with palpitation. It was also reported that the scs (spinal cord stimulator) was not helping with patients pain. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that visual inspection revealed burn marks on top case. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Despite of burn marks on the top case, the device passed the required tests and revealed normal device characteristics.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 02:43 pm CT.the report number is being corrected from: 3006630150-2018-62367to: 3006630150-2018-61355.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg site was superficial to the skin and tender with palpitation. It was also reported that the scs (spinal cord stimulator) was not helping with patients pain. The patient underwent an explant procedure.